Event description:
It was reported that while using the device during a routine angiography case, a left main coronary artery dissection occurred. The pt was transferred to surgery. No add'l info was available. The device will not be returned for evaluation since it was discarded by the hospital.